Event description:
Customer reported experiencing a high blood glucose of 554 mg/dl. She stated she was not feeling well and was advised to treat manually with insulin injections. She was advised to seek medical attention and then to call back when feeling better to complete troubleshooting. At the time of the troubleshooting, the blood glucose reading was down to 405 mg/dl. Customer expressed feeling confused as a symptom. She stated that the drive support cap appeared to be normal and recessed. Customer found no air bubbles in the tubing or any leaks. Customer ran a manual prime and stated that insulin did exit the tubing. The settings in the insulin pump were all correct. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.